Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during patient use, the device would not operate on battery power. A back-up device was in place and used on the pt. It was confirmed that the pt had a strong pulse after the back-up device was brought in. There were no adverse effects as of result of the reported failure.